Manufacturer narrative:
(B)(4).

Event description:
The physycian intended to use a resolute integrity drug eluting stent to perform sfa/profunda peripheral intervention. After ballooning a profunda artery with a non-medtronic balloon, dissection was noted. The physician decided to stent the profunda with a coronary des. The stent delivery system was inspected prior to insertion and no abnormalities were noted. Patient had severely calcified peripheral anatomy and resistance was noted when advancing th stent delivery system through the iliac to the intended proximal profunda deployment site. Multiple attempts were made to cross the lesion and deploy the device. It was reported that the stent catheter was removed from patient and the stent was not present on the delivery system, stent was noted to be dislodged. Fluoro imaging of the leg did not reveal the location of the device. Patient asymptomatic and discharged without further intervention.